Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to make adjustments both with or without antenna attached. It was reported coupling and or communication issues. Reviewed how pocket size, depth, and location can impact coupling. Recommended palpating ins pocket to assess depth and position of ins. It was reported that no stimulation sensation occurred following a fall. Pt falls "all the time." Add'l info has been requested, but was not available as of the date of this report.